Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving gablofen 2000mcg/ml for a total dose for 700mcg/day (pre-op) and 400mcg/day (post-op) via an implantable pump for intractable spasticity and cerebral palsy. It was reported on an unknown date patient's symptom returned, and healthcare professional (hcp) reported a dye study was attempted, but could not aspirate. The date of the dye study was unknown. It was noted upon exploring the pump pocket that the catheter was kinked at the pump connector site. The kink was removed in the catheter and immediately showed cerebrospinal fluid (csf) flow. On (B)(6) 2016, the pump was replaced and a (B)(4)sn was added at the pump replacement today. The kink was noted in the catheter by the pump connector. The issue was stated to be resolved at time of report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. This supplemental was created to convey that the return of symptoms was due to the kinked catheter and not due to anything related to the pump. The pump replacement was elective. The pump was a normal concomitant product.

Event description:
Additional information was received from a manufacturer's representative. It was stated the pump was proactively replaced and there was a desire for replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.